Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received 3 stapler sheaths to perform failure analysis. The stapler sheaths were analyzed and all 3 sheaths were found to have damage. Each stapler sheath was found to have a piece of the sheath separated from the rest. However, a visual inspection of each stapler sheath displayed no missing material.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a piece of a detached disposable stapler sheath. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the issue was identified during the procedure. A fragment fell inside of the patient and was retrieved during the same procedure. The customer retained the sheath fragment that had fallen into the patient and is determining the feasibility of sending it in; the customer can send the sheaths that were tested when trying to investigate/replicate the issue. There is a photograph of the retained fragment after retrieval, but the picture was taken after the fragment was removed from the sterile field, it does not show the fragment in place.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. The event investigation is in progress.